Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965, implantable tachy lead, implanted: (B)(6) 2005; 5071, implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient had an in office device check and the technician changed the device programming. The patient states they are now "feeling sick, palpitations, problems breathing and feeling crummy". The device remains in use. No further patient complications have been reported as a result of this event.